Manufacturer narrative:
Additional information can be found in the following field(s): g4, g7, h2, h6, and h10. On 30-december-2020, intuitive surgical inc. (Isi) received the following additional information from the isi clinical sales representative (csr), who had spoken with the customer to obtain the details: during the sealing sequence, the customer heard audible tones, but no thermal effect on the patient¿s tissue was observed. There was no bleeding noted. No error messages or codes were generated. The tissue was smaller than 7mm, had normal characteristics, and was not calcified. It is unknown if the patient had undergone any pre-surgical chemotherapy or radiation treatments. The vessel sealer did not encounter any staples or clips; there was no other type of interference during the instrument¿s sealing cycle. The vessel sealer worked for five to ten minutes prior to the sealing issue. There was no bio debris seen on the jaws of the instrument. The customer does not have a video recording of the surgical procedure available. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "vessel sealer was not sealing the tissue and cutting feature was not working." The instrument underwent a cut test and performed the function successfully. Consistent cuts were observed on test strip sheet. The knife cut length was 0.5" minimum measured from crotch of jaw. A blade and a knife cable were manually brought out of the garage track as well and no damage was observed. The electrical continuity test passed. An energy activation test was then conducted on the system. No faults or error messages appeared during in-house testing. A wet paper towel was held between grips and began to smoke when the seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. A grip force test on grips as additional testing was performed and it measured at 6.78 lbf in straight orientation, 6.48 lbf in yaw, and 6.6 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Electrode gap inspection was tested as an additional functional check. An electrode gap test passed. In addition, verified gap between grips was 0.002". A ceramic doc verification test also passed. A review of the instrument log was performed. Per the review, the following was confirmed: the instrument was last used on (B)(6) 2020 on system (B)(4). The vessel sealer extend had 0 uses remaining after last use. The vessel sealer extend is intended for a single-use. No image or video was provided. A review of the site's system logs for the reported procedure date was conducted and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is being reported because, during a da vinci-assisted surgical procedure, the vessel sealer extend was insufficiently sealing tissue. Failure analysis investigation did not replicate nor confirm a sealing or cutting malfunction on the instrument. Although no patient harm, adverse outcome or injury was reported, it is unknown what was the cause of the insufficient sealing during the procedure and if this failure mode was to reoccur, it could cause, or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend was not sealing the tissue and cutting feature was not working. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.